Event description:
It was reported: using the torque screwdriver, the screw stripped in the plate, could not be removed. When we realized that the screw stripped, we tried to remove all screws to take the plate off, left most distal screw stuck in the hole. The most proximal locking screw locked in the plate before it was completely down, stripped, was going to tap with mallet to get it to advance and the tibia fractured. Removed the plate and went with a 14 hole plate.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.